Event description:
Contact dermatitis rash; for the past several months, I have had to try everything possible to continue using the abbott freestyle libre 14 day system. I've joined (B)(6) groups, purchased countless different patches, underlay bandages, anti itch creams, skin tac and tac removal products, gloves, etc. I desperately need this valuable data to help manage my type 1 diabetes so I choose to suffer. Even when I remove the sticky substance that comes on the cgm, I still seem to get a rash. Abbott claims that nothing has changed on the sticky substance but I'm not so sure. There are thousands of members in these (B)(6) groups facing the same problems that I am. I am not sure what else to do and I am hoping by reporting it that the problems become more visible. FDA safety report ID# (B)(4).